Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3889-28, lot# va0k19v, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that about 3 weeks ago at the health care provider¿s office, the patient was told that two of the electrodes had come out of the sacrum. The patient was only getting half the stimulation, was told that programmed to use 4 electrodes. The patient tried programming the remaining 2 "electrodes" for 1 to 2 weeks, but no improvement. The patient tried the other programs however they didn't help with symptom control .the patient opted to have surgery which he had on (B)(6) 2014 both the lead and the neurostimulator (ins) were removed. The lead was moved from previous right side to the left side. On day of 1st implant patient was set to program 4, as based on the diary information that was the program that worked the best. The patient stated that after first implant he was told to test each program for a week and then received a scan, was told he was still at 50% (per health care provider (hcp) ).the other hcp stated not to switch programs and to come back in a month. The patient went in a month later and saw other hcp, and stated he wasn't voiding enough and hcp wanted patient to retain less, was referred to pelvic floor therapy and have follow up in 3 months. It was stated that if no improvement suggesting catheterizing 2x/day. The patient was put on (rapiflow) medication. It was reported that about 6-8 weeks after therapy patient thought was improving, thought was above 50%, stronger stream, especially in the morning. The patient wanted to add acupuncture, had a few massages and thought this caused the wire to move. The patient reported he had been changes activity level, and exercises a lot. It was noted that the hcp told patient to wait for 4-6 weeks, and the cells should build a protective wall and pt resumed his exercise routine right afterwards, lifting weights, not as much as before. It was noted that 2 months ago started degrading, became depressed and anxiety and stopped exercising only walking every once in a while. The patient stated felt a little different at the beginning when switched then felt the same. The patient reported since started using the catheter he had a great volume of urine in the morning, however, he was never tested in office in the morning and thought this may be due to medication. Since using catheter patient stated he did not have the urge to go anymore. It was later reported on (B)(6) 2014 that patient had loss of therapeutic effect, retention and needing to catheterizing 2 x/day. It was reported from implant through mid-(B)(6) the patient was not using a catheter at all. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.